Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion occurred after transseptal puncture. There was a drop in blood pressure, and a pericardiocentesis was performed to stabilize the patient. The pericardial effusion occurred prior to use of ablation catheter and no ablation was performed.